Event description:
It was reported that the customer bought 10 pieces of iv3000 dressings and four pieces had a problem. The patient skin showed allergic symptoms and itching. The patient went to the hospital for treatment after allergy.